Event description:
It was identified that the user was not aware or had forgotten his basal programming. The customer reported that they experienced high blood glucose and they were trained on the insulin pump and they were using it but the basal rate was not programmed. The customer was assisted for basal programming. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.